Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) requesting assistance in making sure her pump was ok. The patient indicated that she had programmed the pump on (B)(6) 2012. Since then, the patient reported that she was having issues with her morning blood glucose (bg) levels. On (B)(6) 2012, her bg level was '350 mg/dl' when she woke up. At that point, she checked the pump's settings against one of her old pumps and realized that it was not programmed correctly. The patient then programmed the pump with the correct settings. The next day on (B)(6) 2012, the patient had a bg level of '80 mg/dl' which she said was good. On (B)(6) 2012, the patient reportedly had a bg level of '51 mg/dl' during the morning time and she was unable to think clearly. The patient then ate breakfast an hour prior to contacting anm. By the time she called anm, she was feeling fine but had not checked her bg. The patient denied having issues with the rewind, load, and prime steps. She confirmed being disconnected when priming. The patient also denied having issues with her infusion set(s) and stated that she changes them every 2 days. The patient was unable to review the pump due to having poor eyesight. The patient mentioned that she had verified the pump's advanced settings with her old pump and noted that they were correct. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. At this time, no subsequent bg excursions have been reported to anm by the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level with a symptom that can be associated with severe hypoglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no troubleshooting was completed with the subject device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the history from the time of the event was not available for review due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.